Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home, in her sleep. The death certificate stated that the cause of death was heart failure, with complications of diabetes as secondary cause. The caller stated that he tried to resuscitate the customer. The paramedics were called and they tried resuscitating, also. The caller stated that they did not know the customer's blood glucose at the time of death; however, the paramedics stated that it was high at the time when they checked. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller stated that the customer was wearing the insulin pump when she went to the morgue. The customer's body was cremated and the caller is unsure if the insulin pump can be located.